Event description:
Customer reported an over infusion of heparin. At 3:45 pm on (B)(6) 2013, an infusion of heparin 25000 units/250 ml was started prior to the pt being transported to radiology. The intended rate was 18 units/kg/hour (11.4 ml/hr). When the pt returned from radiology at approx at 6:45 pm, the 250 ml bag of heparin was empty. There was no pt harm reported and no medical intervention was required. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). No devices received, log review only. The event logs and data set have been received and log review is pending. A f/u report will be submitted once the failure investigation has been completed.